Event description:
This is a spontaneous report by a physician from china of peritonitis with culture positive for enterobacter cloacae in a patient coincident with peritoneal dialysis (pd) therapy. This is 7 of 8 cases reported by the same reporter. On (B)(6) 2010, the patient developed the peritonitis. On (B)(6) 2010, the patient was hospitalized for the peritonitis. The patient was treated with vancomycin (1g, added in the pd solution). The patient was recovering from the peritonitis. Dianeal therapy was ongoing, dose unchanged. It was not reported whether the patient remained hospitalized.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem.